Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample processed on a vitros 5600 integrated system. The most likely assignable cause of this event was instrument related. Vitros tropi es precision testing performed was not within acceptable guidelines, suggesting an instrument issue was likely a contributing factor of the higher than expected tropi results. An ortho field engineer inspected the microwell incubator and noted dried serum on the microwell incubator shuttle assembly, the microwell incubator evaporation cover, the microwell incubator rings, and microwell lift pins. The fe cleaned each component and replaced the signal reagent module and the middle lift pin assembly, followed by all associated adjustments. After the completion of the service actions acceptable within run tropi es precision data was obtained verifying the analyzer was returned to the expected performance. The investigation found no evidence the vitros tropi es reagent malfunctioned. Based on historical quality control results, a vitros tropi es lot 2861 performance issue is not a likely contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. Patient sample result of 0.118 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected vitros tropi es result of 0.118 ng/ml was reported from the laboratory. The patient had a history of cardiac issues and the initial result (0.118 ng/ml) was not questioned by the physician and the patient was admitted into the hospital. Ortho was not made aware of any allegation of patient harm due to the event. (B)(4).